Manufacturer narrative:
A partial lead with the connector pin measuring 17.6 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient had expired due to unknown causes. The device was explanted.